Manufacturer narrative:
During follow-up dr (B)(6) reported seeing her again one week later and her swelling was much improved. She stated she has seen the pt several times since and some redness remains; however, her swelling has resolved. Dr (B)(6) reported she is still concerned about the redness but now feels it is due to an area of small broken blood vessels. She intends to have the pt follow-up with her in one month and will giver her a laser treatment to reduce any remaining redness. The device history record for radiesse lot 1033801 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
Dr (B)(6) reported the pt was injected on (B)(6) 2013 in the left nasolabial fold with radiesse. A 1.5cc syringe was used after being mixed with 0.2cc of 2 percent lidocaine. This was the pt's third radiesse procedure. The procedure was performed without incident although she did develop a large area of redness and bruising. Dr (B)(6) was scheduled to go out of town for several days so she prescribed antibiotic, keflex for the pt as a precaution. The pt later began to have increased swelling and she decided to go to urgent care as dr (B)(6) was unavailable. The urgent care physician changed her antibiotic to clindamycin. The pt still did not see any improvement in her symptoms with the redness and swelling still being significant so she went to the emergency room the following day. She was treated with IV antibiotics and a cat scan was performed at the emergency room. They instructed her to add bactrim to her treatment regimen.